Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Surgical intervention may be undertaken to address the issue.